Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that a portion of the jaws melted onto the specimen side in the patient cavity. The material was retrieved. A different device was used to continue the procedure and there was no pt injury.